Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter pcb. System operates as intended. (B) (4).

Event description:
Customer reported the left monitor is not getting the input signal. No pt injury was reported.